Event description:
It was reported the tpo100b concentrator shut down unexpectedly during use and did not alarm. When the user attempted to restart the concentrator, the concentrator indicated a stuck button error.